Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Premarket (510k) number is unknown.

Event description:
It was reported that the pump stopped and medical fluid was unable to be infused to the patient. No patient injury was reported.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. No physical damaged was found on the device. The event history log confirmed that a no disposable alarm occurred during pump operation on june 7, 2022, causing the pump to stop, followed by a record of repeated power on/off cycles that could be due to a cassette connection recognition failure. The reported issue was not duplicated during functional testing. The downstream sensor was replaced, and the upstream sensor was re-calibrated as preventive maintenance. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The device manufacturer date was not documented in the initial report. The model number and premarket (510k) number were not documented, in the initial report. The report source has been recategorized.